Event description:
Pt had a dialysis fistula with stenosis they were attempting to open. Balloon catheter was being used through a 6fr sheath. It is unknown if the balloon ruptured or the catheter tore. However, upon withdrawal of the balloon catheter tore. However, upon withdrawal of the balloon catheter through the sheath, it became stuck. The catheter was manipulated and finally part of the catheter came out over the wire. The initial arteriotomy was extended to remove the remaining catheter segments. About 2 minutes after catheter removal, pt developed shortness of breath, edema. Pt was intubated and sent to ICU. Pt subsequently recovered from this event. It was ultimately determined by the hospital this event was "coincidental" to the separation of the balloon.